Event description:
It was reported that the procedure was to treat a lesion located in the anterior interventricular vessel that was calcified and tortuous. The 3.00x23mm xience alpine stent delivery system met resistance during advancement to the lesion and the shaft separated in two pieces during its manipulation. The complete device was simply withdrawn with no intervention required. There was no reported adverse patient effect and no clinically significant delay in the procedure. It was replaced by another stent promus element. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device was not available for evaluation h6: medical device problem code 2920 - removed.

Event description:
Subsequent to the previously filed report, the following information was received: the stent delivery system failed to cross the lesion. The shaft separated before reaching the target lesion. No additional information was provided.